Event description:
Customer reports they had an evacuated container which "exploded as they were taking it out of the box and cut one of the girls." Customer further added that the "cut girl was sent to ER and a report was filed." No medical intervention was required.